Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 507 mg/dl and 172 mg/dl on her blood glucose meter. No decision to treat was reportedly made on the alleged faulty meter. The difference in the readings was determined to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.